Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion was predilated using a 2.5x15mm balloon (manufacturer unknown). The 95% stenosed lesion being treated was located in the mildly tortuous distal right coronary artery (rca). While attempting to place the 4.50x16mm taxus liberte drug eluting stent, resistance was encountered during insertion. The stent migrated from the catheter. The physician removed the catheter first and the stent was removed with a snare. Ivus was not used. Patient status reported as "good".

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Initial examination of the returned device revealed that only the stent of the device was returned for analysis. Visual and microscopic examination of the returned stent revealed severe stent damage on one end of the stent. This type of damage is consistent with the device meeting some form of restriction during the procedure. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.